Event description:
It was reported that the proximal filter was unsheathed during removal. The patient's anatomy had moderate to severe tortuosity. A sentinel cerebral protection system (cps) was used for use during a transcatheter aortic valve implantation (tavi) procedure. The sentinel cps was inserted and advanced without complications. The sentinel cps was positioned so the proximal filter could be deployed in the brachiocephalic artery. However, during deployment of the proximal filter, resistance was encountered. Troubleshooting in various positions was attempted, but the resistance remained. The physician then decided to remove the sentinel cps. During removal of the sentinel cps, the proximal filter was slightly unsheathed at the radial artery, causing the proximal filter to catch on the radial sheath. The sentinel cps and radial sheath were removed as one unit. The procedure was completed without the use of a sentinel cps. There was no impact to the patient.